Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was rec'd and evaluated by baxter. Review of testing data found "door not fully latched" alarms due to a damaged upper and lower link switch. The upper and lower auxiliary assemblies were replaced.

Event description:
It was discovered in testing that a pump displayed door not fully latched messages. It was reported that there was no patient involvement.